Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage procedure performed in the common bile duct. According to the complainant, before opening the package, a black foreign material was noticed on the catheter. It was very small, exact size unknown, but could only be seen when examining the package very carefully. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.